Event description:
It was reported that patients implantable pulse generator (ipg) was no longer working as intended and pocket was in odd angle. The patient underwent a pocket revision and an ipg replacement procedure. The patient was doing well postoperatively, and the explanted device will not be returned as it was kept by the facility.